Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. Corrective programming changes were made. The patient was stable and asymptomatic throughout.